Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. On (B)(6) 2014 the patient underwent a procedure to access the sleeper fixture. The device has not been made available for analysis as of the date of this report, november 21, 2014.

Manufacturer narrative:
(B)(4). Device is currently unavailable.